Manufacturer narrative:
Date sent to the FDA: 02/24/2020. Corrected information: g1: manufacturing site name.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-04042019-0000394755 submitted for adverse event which occurred on (B)(6) 2016. Mwr-04042019-0000394756 submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had removal surgery and ventral hernia repair surgery on (B)(6) 2016 during which the surgeon noted the mesh was adherent to the small bowel and was excised. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted adhesions from the omentum and from the colon to the intra-abdominal wall, up to the mesh. It was reported that the patient experienced severe pain, adhesions, nausea, diarrhea, recurrence, scarring, disfigurement, loss of appetite and stress and anxiety. No additional information was provided.